Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose result of 23.1 mmol/l on their freestyle flash blood glucose monitor. Customer then reported that later while at the grocery store, and while driving home she reportedly "bottomed out." She was then involved in a car accident, the paramedics were called. The customer was transported to a local hospital, where they were diagnosed with hypoglycemia, and liquid glucose was administered in order to stabilze glucose levels.